Event description:
Reporter alleged obtaining a result of 250 mg/dl on the advantage system compared back to back with a result of 61 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she was feeling hypoglycemic and she self-treated with orange juice and candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva suspect device system used. Reference medwatch report with patient identifier (B)(6) for the advantage suspect device system used.